Event description:
Customer stated "switch sparked." Product was returned for investigation. The product was approx. 13 years and 5 months old when the incident occurred. Upon further investigation into the customers complaint, the inspector found that the cord had been cut near the switch. This is likely due to excessive flexing of the cord over an extended period to time. Customer did not claim any injury. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot.